Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was burnt and broken where plastic and grasper meet. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer was trying inspecting on the clean side to sterilize, and discovered it was cracked/darker in the corner where the plastic met the metal of the tips so guessed at the damage type as that is what it looked like, so it got pulled from service. As far as case details, or how the damage occurred, that reporter cannot help with. Reporter did not take any pictures, but this has been shipped back to intuitive for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.